Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had excessive calcification at the proximal aortic neck just below the renal artery. The physician decided to implant a rmt261414 device in an aortic neck of 21mm in diameter to have a better sealing. The patient tolerated the initial procedure. On an unknown date, the computed tomography angiography revealed a proximal type I endoleak. According to the physician, the cause of endoleak was calcium in the aortic neck. On (B)(6) 2014, the patient was converted to an open repair. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. According to the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additionally, IFU sizing guide is required when selecting the appropriate device size. According to the gore excluder aaa endoprosthesis sizing guide, the aortic range diameter for a rmt261414 device is 22-23mm. Sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression. Also implanted: pxc121200/12005478 and pxl161207/11779451.